Event description:
Patient suffered from angina approximately 48 months post index procedure which was treated with revascularization of right posterla teral using a non-medtronic stent. The investigator indicated that the event was remotely related to the study device. Patient recovered.

Event description:
Two endeavor sprint drug eluting stents were implanted in the rpl during the index procedure. Mi was reported approximately 37 months post index procedure and balloon angioplasty revascularization was performed on the 1st rpl. Mi involved the target lesion. Investigator indicated that the event was definitely related to the study device. Patient recovered.

Event description:
Additional information received stated that the previously reported revascularisation that occurred 37 months post index was also treated with a cutting balloon.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi and revascularization).